Event description:
Boston scientific received information that the atrial signal was oversensed in the right ventricular channel resulting in more than two seconds of pacing inhibition. As a result, the right ventricular sensitivity was reprogrammed for optimization of therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.